Manufacturer narrative:
Technical services reviewed the episode electrograms and determined that the noise on the rate/sense channel appeared to be caused by air bubbles leaking from the port. As there were no further episodes with this noise, the issue resolved itself. There were no adverse patient effects reported. The device remains implanted without further complication.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on a nonsustained ventricular tachycardia (vt) episode. There was no evidence of a fast rhythm. The field representative performed the pre-discharge device check and there were no further episodes.